Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item was not returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item has been requested to be returned. Upon receipt of item and product evaluation, a follow-up MDR will be sent to the FDA. This is 1 of 2 MDR reports submitted for the same event. Also see: 3002806535-2014-00047.

Manufacturer narrative:
This follow-up report is being filed to relay product evaluation results. Examination of returned device found no evidence of product nonconformance. Wear patterns were seen on both the modular head and acetabular cup. It was determined that the root cause was most likely due to malpositioned components, joint laxity and/or third-body debris within the joint. This report is 1 of 2 mdrs filed for the same event (reference 3002806535-2014-00046 / 00047).

Event description:
It was reported by the hospital that patient underwent a hip replacement surgery on (B)(6) 2011. Subsequently a revision procedure was performed on (B)(6) 2014 due to elevated metal ions. No further information has been received.